Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she was hospitalized due to low blood glucose. Customer's blood glucose was 22 mg/dl. The customer was admitted to the hospital and treated. The customer declined any troubleshooting at this time. Customer will call back.